Manufacturer narrative:
The field service engineer inspected the analyzer and found leakage and crystallization of sodium hydroxide detergent (naohd) in the check valve. He then cleaned and tightened the valve. He also replaced the teflon rising tube, bleached the tube in contact with the naohd, and adjusted the rinse levels. The investigation determined the event was related to a maintenance/adjustment issue. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The reagent lot number is 801069. The expiration date was not provided. The investigation is ongoing.

Event description:
The initial reporter received questionable cobas creatinine plus ver.2 assay results from two patient samples tested on the cobas c 503 analytical unit. On 18-jun-2024: sample 1 the initial result from the analyzer was 159 umol/l. The first repeat result from a second cobas analyzer was 49 umol/l. The second repeat result from the analyzer was 50.7 umol/l. On 21-jun-2024: sample 2 the initial result was 151 umol/l. This result was different from the previous result. The repeat result was 66.2 umol/l.